Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that tandem usb cable does not charge the pump. There was no impact to the customer's blood glucose level. The customer was able to charge the pump with an alternate usb cable.